Event description:
The user always had a good hearing performance with the device, but suddenly the hearing sensation stopped. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition the electrode array partially migrated out of cochlea (2-3 channels) as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user always had a good hearing performance with the device, but suddenly the hearing sensation stopped. No trauma was reported. The user underwent a CT scan which revealed 2-3 extracochlear electrodes. It is assumed that the active electrode slipped a bit out from the cochlea. According to the information on the implant registration card a full insertion was achieved at initial implantation. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition the electrode array partially migrated out of cochlea (2-3 channels) as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user always had a good hearing performance with the device, but suddenly the hearing sensation stopped. The user was reimplanted.